Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the right radial approach, the procedure treated the 90% stenosed target lesion located in the calcified and severely tortuous proximal left circumflex artery. After intravascular ultrasound was performed, a 3.5x16mm promus element stent was advanced for treatment but could not cross the lesion. After several attempts to cross the lesion, it was noted that the proximal edge of the stent had lifted. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the right radial approach, the procedure treated the 90% stenosed target lesion located in the calcified and severely tortuous proximal left circumflex artery. After intravascular ultrasound was performed, a 3.5x16mm promus element stent was advanced for treatment but could not cross the lesion. After several attempts to cross the lesion, it was noted that the proximal edge of the stent had lifted. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on the first two rows on the proximal end of the stent were misaligned, raised up and bent back distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately 770mm distal from the catheter's strain relief. Several smaller kinks were noted along the length of the shaft. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).